Manufacturer narrative:
UDI: (B)(4). The serial number was documented as (B)(4) in the initial report and has been updated as (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). The date of manufacture was reported as unknown in the initial medwatch, the date if manufacture is nov 18, 2013. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device gear seized, jammed moved heavy and the attachment free movement failed. It was also noted that the device failed pretest for check the free movement. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The manufacturing location was unknown. The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device overheated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.